Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The physician usually performs 2 transseptal punctures. When performing the second puncture, it was discovered that there was a pericardial effusion that was not on the pre procedure transesophageal echocardiogram. As the reason for the effusion could not be explained, the physician decided to interrupt the procedure. The physician does not believe that the effusion occurred transseptal puncture, but for the patient's safety, the procedure was not continued.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.